Manufacturer narrative:
(B)(4). Upon receipt, the device does not have power due to overheat. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a check at the repair centre, it was discovered that the battery did not have power due to overheating. Although this event occured out of surgery, it is event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. No more information has been provided.